Event description:
It was reported that the customer passed away at home. The cause of death was heart attack. The customer had diabetes complications - charcot's foot. The customer also had thyroid condition. The customer's blood glucose at the time of death was unknown. The caller was unsure if the customer was wearing the insulin pump at the time of death. The customer was not wearing a sensor at the time of death. At this time, no further information is available.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.